Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the caller did not have a charger and needed to find a power source to reset the pump. The caller was advised to follow up if the issue persisted.